Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company representatives regarding a patient receiving morphine (4 mg/ml at 0.4263 mg/day) and bupivacaine (16 mg/ml at 1.705 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the patient complained of vomiting and pain the day after their pump replacement procedure on (B)(6) 2018 for normal eri (elective replacement indicator). The patient was admitted to the hospital on (B)(6) 2018 with nausea and body shaking. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated per the hcp¿s request for alarms or motor stall and neither were noted in the logs. The intervention and/or action was that they treated the patient¿s symptoms. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred and none was planned. The patient¿s status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.